Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. The patient reports their controller in which was previously reported was unable to activate pods. The patient had gone to the hospital 2 times as they did not have a back up for insulin delivery. The patient did not provide treatment information from the first hospital. The following day the patient had gone to the hospital again. The patient was treated with intravenous fluids as well as insulin. The patient reports they had been at the hospital for more than 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.